Event description:
It was reported by repair work order that the clamshell on the footboard was damaged resulting in sharp edges. No patient was affected and no adverse consequences or clinically relevant delays were reported.